Manufacturer narrative:
Continuation of d10: product ID 97745. Serial# unknown: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that their settings did not change unexpectedly, but that they hit the wrong button. Their nurse took care of the issue and it has been resolved.

Event description:
It was reported that a patient with an implantable neurostimulator experienced an issue where the stimulator settings were mixed up and displayed in a foreign language. The patient was unable to revert the language to english or adjust their settings. The implant was at 50% with stimulation on group b program 2 and intensity at 2.9. Troubleshooting steps were conducted over the phone, guiding the patient to change the language back to english, which resolved the issue. The patient was advised to contact their healthcare provider for further inquiries regarding previous settings. No symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.